Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as backup therapy. Technical support arranged for a replacement pump with updated software to be sent, provided instructions for storage mode, and explained steps for returning the problematic pump. The customer understood and acknowledged the instructions.